Event description:
It was reported that a pt underwent a retropubic sling procedure and a pelvic floor repair in 2006. The surgeon assessed the pt about 6 days later, and treated her for pain and swelling until the next 5 days. The surgeon assessed the pt about 2 days later, and saw an improvement. The surgeon did not hear from the pt again until approximately 3 months later, when the pt was experiencing pain, some burning on micturition, and a degree of vaginal discomfort and constipation. On an unk date, the pt reportedly experienced necrotizing fasciitis and a mesh erosion with vaginal bleeding. Approx three months after the initial procedure, a second surgeon performed a procedure to remove four cm of mesh and to close the erosion. Currently, the pt reports loss of bladder control and loss of rectal function and requires laxatives daily.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted, and the batch met all finished goods release criteria.